Event description:
It was reported that the patient experienced diaphragmatic stimulation. It was noted that no capture was observed on the left ventricular (lv) lead. Dislodgement was confirmed. The lv lead was explanted and replaced. The patient was stable.